Event description:
It was reported that the child presented at the clinic with no access to sound. Testing carried out showed that all electrode channels had high impedances. The child is to be re-implanted but no date has yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.